Event description:
Additional information received from reporting surgeon. Patient's current visual acuity is 20/20. Glare from peripheral focal lights persists. The intraocular lens remains implanted.